Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 139 mg/dl. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent to the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit passed the displacement test, rewind, basic occlusion test and prime/a33 test. Unit received stuck in motor error loop during bolus/basal delivery. Unable to confirm e70 alarm in alarm history screen due to over written history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had broken belt clip slot and cracked reservoir tube lip.